Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed low intrinsic amplitude signals and rv automatic capture (rvac) was in suspension, likely due to low evoked response (ER). Large changes in impedance were also noted. Due to these observations, possible rv lead dislodgement or some other lead anomaly was suspected. Technical services (ts) recommended further evaluation. Additional information received indicated that lead dislodgement was confirmed and the rv lead was surgically revised. This lead remains in service. No additional adverse patient effects were reported.